Event description:
It was reported that this right ventricular (rv) lead was explanted due to skin erosion. A new lead was implanted on the right side. No additional adverse patient effects were reported.